Manufacturer narrative:
H6): conclusions code edited. During device evaluation that occurred on 02 october 2019, it was reported in the initial MDR that the cause of the device malfunction was not determined at that time. However, further review of the results of the device evaluation determined this to be a production process related issue. H3 other text : placeholder.

Manufacturer narrative:
Patient weight is unavailable. Device evaluated by cross-functional team on 02oct2019. No kinks or deformities noted on working length during visual inspection. No resistance encountered when guidewire passed through lumen of catheter. Balloon was inflated with water. At 10cc inflation a leak was noted out the back of the guidewire port on the luer. Balloon was able to be fully inflated. Significant air bubbles seen at 30 cc of inflation. Balloon was successfully deflated. Balloon inflated again with 35cc red colored water. Leak noted again at guidewire port. Bubbles visible in the luer hub, distal to the balloon port from the guidewire port to the balloon port. Cause of the bubbles/leak is not determined at this time.

Event description:
During preparation for a cardiac lead management procedure the bridge occlusion catheter was prophylactically staged in the patient's inferior vena cava (ivc). The balloon was not needed or used during an emergency and no patient injury occurred. The balloon was successfully positioned and inflated with adequate superior vena cava (svc) occlusion. Upon attempting to deflate the balloon, the syringe was pulling in more air (bubbles) than saline/contrast mixture. When the syringe plunger reached the end of the syringe, over half of the 60cc capacity was filled with air and the balloon was not sufficiently deflated to withdraw from the patient. There was no blood in the syringe which ruled out any pop or tear of the balloon. The air was being drawn into the syringe some other way. It appeared that air was being drawn in due to a crack in the catheter or insufficient seal between the stopcock and the balloon. The stopcock was checked and it appeared to be on tight. Physician then closed the stopcock and unscrewed the syringe nozzle so that he could use a different syringe. The second syringe was of smaller volume. Again, when pulling back on the syringe it filled with mostly air bubbles. At this point the air was pushed out of the syringe (keeping saline/contrast mixture) and it was half full. Then the bridge catheter and stopcock were re-attached to the bridge catheter and pulled out more air with saline/contrast. This process was repeated until the balloon was fully deflated. The procedure proceeded with the balloon in the ivc.